Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis) 212 unapproved use of device (IFU "indication for use" states that the scuba stent system is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch, i.e. Iliac and proximal common femoral artery) evaluation codes conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis); off-label, unapproved or contraindicated use (IFU "indication for use" states that the scuba stent system is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch, i.e. Iliac and proximal common femoral artery). (B)(4).

Event description:
It was reported that a physician was attempting to use a scuba co-cr peripheral stent system treat a lesion in the prox subclavian artery reported to exhibit 80% stenosis. The lesion was not pre-dilated and no resistance was reported during delivery to the lesion site. During deployment, the physician noted that the stent was partially deployed ¿ only the proximal end of stent opened but the distal did not open. The catheter and guidewire were changed and a blider flex balloon and a pyxic ptca balloon was used for post dilatation to implant the stent. No other clinical sequelae were reported for this event. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).